Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the clear insulation broke off of the device after a couple hours of use. Nothing fell into the pt cavity and there was no pt injury.